Event description:
Alleged the brake is not holding.

Manufacturer narrative:
The technician found the brake linkage hex rod cam was broken. The technician replaced the brake linkage to repair the bed.